Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: MFR report #3006705815-2018-00518. It was reported that patient experienced a wound issue. Physician noted a purulent discharge after inspecting the lead insertion site on (B)(6) 2018 when trial leads were pulled off as scheduled. No infection was noted. Patient was prescribed antibiotics for a week.

Event description:
Device 1 of 2, MFR report #3006705815-2018-00518. Additional follow up revealed that patient wound issue has been resolved.